Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the lead was tested. At 14 turns the helix jumped out abruptly. When the helix was retracted, same thing happened. After 14 turns the helix abruptly withdrew. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Helix was able to be extended and retracted. Turns to extend/retract of helix was within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.